Event description:
A customer obtained an erroneously low (0.71ng/ml) digoxin result on one patient sample. The original sample was retested and repeated result of 1.50ng/ml was within the therapeutic range. It is unknown if the results were reported out of the lab. No reports of death, injury, or change to patient treatment have been reported in connection with this event.

Manufacturer narrative:
One level of qc was performed on (B)(4) 2009 and results were within the customer's established ranges. A system check and qc performed on (B)(4) 2009 met specifications. Service was not dispatched for this event. No clear root cause has been determined for this event to date. A malfunction will be assumed for the purpose of this report.